Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that lock screw of cage became cross threaded during loosening and would torque out before being locked into position. The product came in contact with the patient. There was no patient symptom reported. There were no further complications reported regarding the event.